Event description:
The account alleged the bed has no nurse call function. No pt impact.

Manufacturer narrative:
The technician turned on the nurse call function on the scale power control board to resolve the issue.